Event description:
The eczema of the patient increased several years after the initial implantation. Initially, the patient had osteosynthesis surgery due to two broken bones at the forearm on (B)(6) 2014. It is unknown if removal of the implants will be perform since the suspicion of allergy was not confirmed. Patient is in stable condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the received x-rays only two plates with their corresponding screws are visible. No final statement is possible regarding allergic reaction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a control consultation with the surgeon on (B)(6) 2019, the surgeon mentioned that the patient has a suspicion of allergies. The patient had eczema all over the body, predominantly on the left forearm where the devices are implanted. Initially, the patient had osteosynthesis surgery on (B)(6) 2014. Two (2) plates and (13) screws were implanted. Removal of the implants will be determined after the results of the allergy test. Patient is in stable condition. This report is for a 3.5mm cortex screw 16mm. This is report 2 of 10 for (B)(4). Additional reports are captured under (B)(4).